Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the device was returned with a tip protector in place. There were signs of wear, but no debris. The shaft had dislodged from the handle, leaving the cutter inoperable. A functional evaluation revealed that the cutters did not operate unless the shaft was pushed into the handle fully. It did not remain in place, indicating that there may have been a component missing or broken within the handle. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was confirmed and the root cause was associated with component failure. Factors that could have contributed to the reported event include excess force during use, sterilization processes, or wear from day to day use.

Manufacturer narrative:
H10: h2, h3, h6. The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the device was returned with a tip protector in place. There were signs of wear, but no debris. The shaft had dislodged from the handle, leaving the cutter inoperable. A functional evaluation revealed that the cutters did not operate unless the shaft was pushed into the handle fully. It did not remain in place, indicating that there may have been a component missing or broken within the handle. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was confirmed and the root cause was associated with component failure. Factors that could have contributed to the reported event include excess force during use, sterilization processes, or wear from day to day use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the flush suture cutter x was broken. It is unknown whether the event happened during surgery and if there was patient involvement. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.